Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in january of 2019. The returned instrument was evaluated and found that the jaws are loose and misaligned , and the jaw pivot pin is pushed into the bent/damaged outer tube assembly. Further evaluation shows that the drive rod end that actuates the jaws is also bent/damaged thus we are able to validate this complaint. We are unable to determine what caused the jaws to be loose and misaligned and for the drive rod and outer tube assembly to be bent/damaged and jaw pivot pin to be pushed thru one side of the outer tube assembly but mishandling of this device at the end users facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that when the user ligated a clip, the tip of the jaws got bent and the pivot pin got detached. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user ligated a clip, the tip of the jaws got bent and the pivot pin got detached. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient.